Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of simultaneous display failure - lighthouse led failure was confirmed. . On 30-oct-25, syr was received unboxed and with paperwork. Asft simultaneous display test - lighthouse yellow led failure led is not turning on. Defective material from supplier. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center replace failed syringe display board. Failure investigation report attached to sales force. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had simultaneous display failure and lighthouse led failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had simultaneous display failure and lighthouse led failure. There was no patient involvement.